Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: device code a0401 captures the reportable event of basket wire break. Block h11: investigation results. Upon evaluation of the available evidence of the device problem, it was observed that one of the basket wires was broken but was not fully detached. Additionally, it was also noted that the sheath was kinked at the distal section. The reported event of basket wire break was confirmed; however, the most probable cause of this issue cannot be established due to lack of evidence and without a proper evaluation of the device, it remains unknown the most probable causes that could have contributed to this event.

Event description:
It was reported that an 11mm gemini basket device was about to be used during a procedure. Reportedly, the device was damaged upon unpacking. Additionally, it was found that one of the wires was fractured and could not be used. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: device code a0401 captures the reportable event of basket wire break. Block h11: investigation results. The returned 11mm gemini basket device was analyzed, and a visual evaluation noted that the handle returned in good condition. It was also noted that the device returned with the basket on its closed position. It was also found that one of the basket wires was broken, and the sheath was kinked at the distal section. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires was broken but not fully detached. Functional examination was performed, and the handle was actuated. The basket was able to open and close properly. With the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation, this could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to kink the sheath. Additionally, the IFU states that kinks in the sheath will hinder the mechanical operation of the basket. During the manufacturing, the device is inspected to confirm that the sheath is free of kinks by running fingers its length and if kinks are found the device is scrapped, actuation of the device to open position and confirmation that bend in basket wires extends from sheath, if bend is not outside of sheath the device is scrapped. This inspection ensures the integrity of the device and would have captured the encountered failures. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that an 11mm gemini basket device was about to be used during a procedure. Reportedly, the device was damaged upon unpacking. Additionally, it was found that one of the wires was fractured and could not be used. The procedure was completed with another of the same device with no patient complications.